Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific similar incidents reported from this lot. The reported patient effects of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the difficult actuator knob retraction could not be determined. Slda was a result of the difficult actuator knob retraction. Tissue damage was a result of the procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ with an anterior flail. One mitraclip was advanced and implanted medial to a2/p2 segment. While releasing the clip, a slight resistance was noted when retracting the actuator knob upon which a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. It was observed that the posterior leaflet was damaged. Two mitraclips were implanted to stabilize the slda, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.